Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the stylus pen doesn't function. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the stylus pen was not able to select; stylus pen and arrow on the screen were not aligning. Overlay/bezel assembly found out of electrical specification. Analysis also found the stylus was missing.